Event description:
A fragment of a linear punch (approx. 1mm) located at the tip of the lower jaw, broke from the instrument during use in an arthroscopic knee procedure. An unsuccessful attempt was made to remove the broken fragment. Surgeon elected to leave the fragment in the patient.